Event description:
The customer called to report high blood glucose levels and no delivery alarms. The customer then stated she was hospitalized for high blood glucose and the reading was 350 mg/dl. Prior to the hospitalization, the customer removed the insulin pump for a few hours due to the no delivery alarms. The customer then reconnected to the insulin pump, but did not prime the infusion set correctly, therefore, she never received any insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.